Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2008 and monarc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent cystourethroscopy due to sui and loss of urethrovesical angle and small cystocele. Mesh revision was performed on (B)(6) 2008 for cystocele repair. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced cystocele, and incontinence.

Manufacturer narrative:
Date sent to the FDA: 7/12/2016.

Manufacturer narrative:
Date sent to FDA: 09/26/2018 (B)(4). Additional narrative: it was reported that the following the procedure the patient experienced numbness in vaginal area, urinary tract infection, abdominal pain, discomfort and urinary retention. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) /2018